Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during prime, they received a 'return air line detector (rlad)failure' alarm. Patient information and outcome are not available at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: one used optia set was returned to terumo bct for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, leaks, occlusions or missing parts. Flow of prime fluid was observed throughout the inlet coil, channel lines and reservoir and no disposable defects were identified.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device serial number history report indicates there were additional reports of a similar issue and one year of service history was reviewed and there was a similar report of an rlad failure alarm with an incident date of (B)(6) 2018 (reported on MDR#: 1722028-2018-00086). Root cause: the specific root cause of this incident is currently undetermined.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer. The customer stated that no injuries occurred with the patient.